Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 330-525 mg/dl and ketone level was moderate. Customer went to the emergency room and was admitted to the hospitalized for diabetic ketoacidosis (dka). Intravenous insulin/saline/electrolytes were administered. Elevated bg/dka were resolved. Pump therapy was resumed and bg elevated. Pump system check with tandem technical support found the pump to be functioning as intended. Medical staff found no infections or scar tissue that would result in an absorption issue. Contact alleged pump was "deficient" and was cause of event. Upon follow up, customer was discharged on (B)(6) 2019 with no permanent damage.